Event description:
It was intended to use a sprinter legend rx balloon to treat a heavily calcified lesion. The vessel was described as moderately tortuous and had 60% stenosis. The device was inspected prior to use with no issues noted. Negative prep was not performed on the device. It is reported that the doctor attempted to pre-dilate the lesion with the device, but the balloon would not inflate. The lesion was then successfully pre-dilated with another sprinter legend balloon of same size, and a unknown brand stent was implanted with optimal results. No patient complications or clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The distal tip was damaged. The transition shaft was kinked proximal to the guidewire entry port. Negative prep confirmed the presence of a leak. On pressurization of the device a leak was detected and the balloon failed to maintain pressure. A radial tear was visible over the proximal inner shaft marker. The tear was jagged and uneven.

Event description:
Additional information: it has been confirmed that the lesion to be treated was the rca.

Manufacturer narrative:
Results: negative prep not performed, lesion morphology - moderately tortuous, heavily calcified lesion with 60% stenosis, balloon leak. Conclusions: negative prep not performed, lesion morphology -moderately tortuous and heavily calcified lesion with 60% stenosis. (B)(4).